Event description:
Bilateral capsular contracture, baker grade 4, right side and right-side rupture, discovered during surgery. Date of event rupture: 4/30/2026.

Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). Additional information: h6, b5, d6b. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Bilateral capsular contracture, baker grade 4, right side.